Event description:
"After implantation of treo bifurcate device and two treo iliac limb devices, an angiogram revealed a pinhole stream of contrast emanating from the right iliac limb. Ballooning did not resolve the pinhole stream of contrast. A second treo iliac climb was placed within the initial treo iliac limb (the iliac limb was "relined"). This resolved the pinhole jet of contrast. There was no harm to the patient. Email received from (B)(6) on 08/21/2020: "the treo main body and treo limbs had been deployed in the standard fashion. The surgeon did a final angiogram which showed a t3 endoleak, appearing to emanate from one of the iliac limbs. More ballooning was done with the mdt reliant ( which had been used previously to balloon the entirety of the treo main body and limbs). Another angiogram showed a very distinct jet of contrast emanating from one area in the right iliac limb, just below the overlap zone (overlap with the main body). The jet was sending contrast into the aneurysm sac. The surgeon decided that there was a pinhole tear or leak in the right iliac limb, and then relined the right iliac limb with another treo iliac limb ( 9 x 120). A final angiogram was done and the jet of contrast had resolved. No contrast flowed onto the sac of the aneurysm." Patient outcome: "no patient injury was caused."

Manufacturer narrative:
The treo abdomical stent graft system received FDA approval for sale in the us on may 4, 2020 (p190015).

Event description:
"After implantation of treo bifurcate device and two treo iliac limb devices, an angiogram revealed a pinhole stream of contrast emanating from the right iliac limb. Ballooning did not resolve the pinhole stream of contrast. A second treo iliac climb was placed within the initial treo iliac limb (the iliac limb was "relined"). This resolved the pinhole jet of contrast. There was no harm to the patient. Email received from (B)(6) on (B)(6) 2020: "the treo main body and treo limbs had been deployed in the standard fashion. The surgeon did a final angiogram which showed a t3 endoleak, appearing to emanate from one of the iliac limbs. More ballooning was done with the mdt reliant ( which had been used previously to balloon the entirety of the treo main body and limbs). Another angiogram showed a very distinct jet of contrast emanating from one area in the right iliac limb, just below the overlap zone (overlap with the main body). The jet was sending contrast into the aneurysm sac. The surgeon decided that there was a pinhole tear or leak in the right iliac limb, and then relined the right iliac limb with another treo iliac limb ( 9 x 120). A final angiogram was done and the jet of contrast had resolved. No contrast flowed onto the sac of the aneurysm." Patient outcome: "no patient injury was caused".